Event description:
It was reported that while in the cath lab, the md was inserting the teflon sheath and at that time difficulty was met. As a result, the sheath was exchanged with a super arrow-flex sheath from the cl-07835 set. The intra-aortic balloon (iab) was inserted through the sheath. As soon as pumping started, a high pressure alarm occurred and the pump stopped pumping. As a result of the alarm, the iab was removed. Per the sales representative, 'the spring wire guide placement was confirmed, but the balloon position was not confirmed." The pt was transferred to another hospital because the current facility could not address" the event." There were no reported pt complications. A request was made for more information.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.